Event description:
The customer reported having unexplained high blood glucose for the past couple of days. The customer's most recent glucose reading was 344mg/dl, and he has treated with the insulin pump. The customer stated that the infusion set was not changed to resolve the issue. Troubleshooting was performed. Reviewed the programming and basal and bolus matched to the daily totals. Ran a fixed prime and high pressure test and they passed. During the call the customer stated that he does not feel well. While advising the customer to check his glucose level. It was heard that the customer have fallen down. Later the wife called back and stated that the paramedics were taking the customer to the hospital. Instructed the wife to call back to give us more details. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.